Event description:
The user facility reported to terumo cardiovascular: "the blood line from the quest cardioplegia came loose from the 1/4 x 1/4 x 1/4 y connector in our custom tubing pack. The customer complained that the connection site o.d. Was too large for the 1/4" tubing from the quest cardioplegia line. Therefore, the line could not be pushed far enough up onto the connector." This occurrence occurred during cardiopulmonary bypass surgery. Intervention was required to prevent patient harm. The recirculation line was clamped to prevent further blood loss, line was reattached to the 1/4 connector and air was de-bubbled prior to the next cardioplegia dose. Estimated blood loss was 200 ml. No transfusion performed. There was no delay or patient harm observed.

Manufacturer narrative:
Terumo did not receive the actual device, however, the complaint was confirmed through clinical review. The recirculation line pressure was 150mmhg - 200 mmhg during cardiopulmonary bypass when the perfusionist discovered the disconnect. There were no further disconnects for the remainder of the procedure. Complaint will be included in associates awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).